Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During testing to utilize two aex generators and two footswitches in one case, there was unintended parallel activation of two plasmablade devices while using each footswitch separately. There was no patient involvement, therefore patient information is not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.